Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the replacement implantable cardioverter defibrillator (ICD) header exhibited failure to connect a lead. The ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of connection anomaly was confirmed. The device was returned in one piece for analysis. A displaced atrial ring spring was found in the atrial lead bore, which resulted in the reported event. The observed ring spring anomaly was caused by a manufacturing anomaly.